Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted approximately after implant duration of 43 months, due to mitral regurgitation. Information learned per response from the health care provider.